Manufacturer narrative:
Two samples were received for investigation. The customer¿s results for both samples were reproduced. Based on the investigation, the reactive elecsys toxo igg results were considered correct. It was determined the reagent performed within specification.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). Samples from the patient were submitted for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable toxo igg elecsys results from the cobas 8000 - cobas e 602 module. The customer alleged they received a false reactive toxo igg result due to immunoglobulin treatment of a pregnant patient. On (B)(6) 2023, the initial result was negative early in the pregnancy and the patient was treated with hyperimmunoglobulins due to a diagnosis of cmv infection. After the hyperimmunoglobulin treatment and on (B)(6) 2023, the toxo igg elecsys result was 44 iu/ml (reactive). In another laboratory using abbott, the toxo igg result was non-reactive. The result using microimmunofluorescence was negative.